Event description:
It was reported when using the bd pyxis¿ medstation¿ es,state, drawer malfunction. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer icon were failed and message appeared the device was not detected. A field service engineer remotely assisted the customer and gave directions to fix the drawer issue. The system functioned as intended after the field service engineer assessed the device.